Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the turbine module will be replaced by the customer. The turbine module generates compressed air and delivers air to the inspiratory gas. A faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The device's logs and the claimed part were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to turbine module.

Event description:
It was reported that the ventilator generated technical error code indicating turbine module input voltage failure. There was no patient harm. Manufacturer's ref: (B)(4).